Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of an unknown value. Prior to the call the customer loaded a new cartridge successfully. The customer's blood glucose was 176-188 mg/dl.